Event description:
It was reported that the device would not proceed past connect electrodes while the electrodes were attached to a patient. The reporter confirmed that the patient left their facility with a pulse.

Manufacturer narrative:
Physio-control continues to investigate the reported failure.